Event description:
It was reported that an ilet user experienced low glucose alerts while using a g7 cgm, with the pump showing 62 mg/dl while contemporaneous fingersticks read 95 mg/dl and later 112 mg/dl, consistent with interstitial sensor lag; the user had previously overtreatened a low alert with multiple fruits, peaking near 204 mg/dl before trending down, and later treated another low with a sandwich. Symptoms included shakiness and slight dizziness during the low. Outcomes included recovery of glucose to 121 mg/dl and trending upward without healthcare utilization. Investigation included telephone troubleshooting and education regarding treating hypoglycemia with fast-acting carbohydrates, cgm lag versus capillary measurements, and carrying glucose tablets for access during travel. Investigation of this case revealed user-related overtreatment of hypoglycemia and expected cgm-to-fingerstick lag, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to hypoglycemia treatment and sensor physiology rather than a device defect.